Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Monitor: (B)(4) 2013 - initial use, electrode belt: 05/01/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www/accessdata.FDA.gov/cdrh_docs?pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll sales representative reported that a (B)(6) male pt was treated. The lifevest delivered three inappropriate treatments at 00:33:51, 00:47:28, and 01:16:26 during atrial fibrillation with a rapid ventricular response. The rapid atrial fibrillation contributed to the false detection. The response buttons were not used during the event. The pt went to the hospital and placed on a ventilator and continued to use the lifevest.